Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
Investigation / evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, quality control data, and specifications. Two devices were returned for investigation. Visual examination confirmed: device: a, the wire guide was received inside the coiled holder. The holder was dry and shows no signs of hydration. Distal end of wire guide was protruding 2cm from the inserter connected to the holder. Device: b, the wire guide was not returned in the cook coiled holder and could not be confirmed to be a cook device. This device was returned to the. Both devices were returned to the supplier for investigation. The supplier investigation states: a review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted above, the specimen coating appeared visually and tactilely consistent when examined at 1x ¿ 18 inches, unaided, wet. The hydro gw stf s 150-035 specimen presented a large radius bend located 0.75cm to 4.00cm from the distal tip. The specimen did not present any indication of ¿hydrophilic coating detached¿. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appears that clinical and/or procedural factors have contributed to the event as reported. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. When using wire guide through a metal cannula / needle, use caution as damage may occur to outer coating. When exchanging or withdrawing an instrument over the wire guide, secure and maintain the wire guide in place under fluoroscopy in order to avoid unexpected wire guide displacement. These wire guides are not intended for tpca use. Instructions for activating hydrophilic coating: the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. Hydrophilic coated wires are very slippery when wet. Always maintain control of the wire guide when manipulating it through any device. For optimal performance, rehydrate the hydrophilic coated wire guide after exposure to ambient environment or after extended use, replace it with a new hydrophilic coated wire guide. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. One of the returned wire guides was returned in what appeared to be a non-cook wire guide holder. The unidentified device was returned to the supplier for evaluation but was not examined. The returned device that was contained within a correct wire guide holder was subject to a visual and tactile examination at the supplier and was found to meet specifications. The hydrophilic coating did not appear to be separating from the wire guide. Based upon the information provided and the investigation results the complaint was not confirmed. A cause for the complaint could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unknown procedure, the hydrophilic coating from two hiwire nitinol hydrophilic wire guides detached. The issue was discovered prior to either of the devices coming into contact with the patient. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.